Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up in backup vvi mode. Further troubleshooting could not be performed due to low battery status. No intervention had been reported, the device remained implanted.